Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service. (B)(6). (B)(4).

Event description:
A customer reported an event of an "oil mist" or haze emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, asp realized it was incorrectly reported in the in the initial report submitted on 10/11/2018 that the oil mist filter was replaced to resolve the haze/mist issue. Instead, the vacuum pump assembly was replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service. The investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue, system risk analysis (sra). Trending analysis of the haze/mist issue was reviewed from within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was not available for return and further analysis. The assignable cause of the haze/mist issue is the vacuum pump assembly. The field service engineer replaced this part and confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).